Manufacturer narrative:
Corrected data: b4- in initial MDR is corrected to (B)(6) 2020. B5- patient also experienced "extremely narrow angles" should be included in initial MDR. D10- lens returned date in previous MDR is corrected to (B)(6) 2020. G4- in initial MDR is corrected to (B)(6) 2020. H6- patient code 3191-narrow angles. Claim# (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -14.50/2.0/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Excessive vault and corneal edema were observed. The lens was intraoperatively removed with enlargement of pi and yag. Cause of the event is reported as patient related factor.on patient's (B)(6) 2020 "mild persistent corneal edema observed and patient considering placing small icl." Per the surgeon on (B)(6) 2020, "patient prefers to use glasses and contact, not to attempt another icl surgery."

Manufacturer narrative:
Additional information: b1-adverse event. B2-required intervention to prevent permanent impairment/damage (devices). B5-additional information- original pi performed 1 week prior to surgery; after the icl was placed the vault was very high and the anterior chambers were very shallow. At 1-2 hrs post-op surgeon enlarged the pi to insure they were patent but this did not lead to deepening of the anterior chamber over the next hour. Surgeon then decided to explant the lens. This was done same day different surgery. H3-device evaluation-lens returned dry in pouch with clear surgical residue on product. Visual inspection found haptic torn and residue on the lens. Corrected data: h1-malfunction in initial MDR is corrected to serious injury. (B)(4).